Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3778-60 lot# serial# (B)(4). Implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient's ins is suspected to be in overdischarge. If the device is in overdischarge it has been in that state for multiple years. The patient tried to charge in january but was unable to do so. Technical services reviewed recharge interval difference after device is in overdischarge. Rep confirmed that the patient did overdischarge. The patient's lead had moved and then fought with their insurance company for 2 years to approve a revision. After 2 years of not charging there is a feeling that there has been permanent damage to the ins so the physician is replacing it. The device was replaced on (B)(6). Additional information was received from a manufacturer's representative. It was reported that the rep became aware of the lead moving on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.